Event description:
According to the reporter, during a gastric bypass, the customer stated it was difficult to insert instrument through the device. Another device was used in order to complete the case. There was no patient injury involved regarding the event.